Event description:
It was reported that the implantable pulse generator battery had failed and required immediate replacement. No replacement had been scheduled. No patient outcome was provided.

Event description:
Additional information received reported a manufacturer representative met with the patient in early (B)(6) 2011 after the patient requested reprogramming. The patient had been feeling surges of stimulation for 2-3 weeks. Upon interrogation the neurostimulator showed an elective replacement indicator (eri) after being implanted for 13 months. The patient had been using the neurostimulator 24 hours per day, 7 days per week. The patient did not like cycling, thus the device had always been set to continuous. During review of the system, impedances on electrode 2 were greater than 10,000 ohms. The manufacturer representative attempted to reprogram the device to reduce power consumption and avoid electrode 2, but the patient requested the settings be maintained as she felt she had the best stimulation coverage with those settings. According to a longevity calculation the expected battery life was estimated to be 11.8 months. It was noted that the neurostimulator performed to the time period that was appropriate for the setting; however, the physician felt depletion was the fault of the technology. The patient relied heavily on her neurostimulator and was frightened of it ceasing entirely. Information regarding whether the neurostimulator had been replaced was not provided.

Manufacturer narrative:
Neurostimulator model 7427 (B)(4) implanted: 2005-(B)(6) explanted: unknown, extension model 747151 (B)(4) implanted: 2005-(B)(6) explanted: na, lead model 3898-33 lot# lc2660 implanted: 2005-(B)(6) explanted: na.